Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult deployment and the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Clip deployment was difficult and required additional turns of the actuator knob to release the clip. It was then observed that the clip had detached from the anterior leaflet, but remained attached to the posterior leaflet (slda). A second clip was deployed to stabilize the first clip. The final mr grade was 1-2. There was no adverse patient sequela or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. The reported incomplete coaptation (single leaflet device attachment/slda) appears to be related to the patient anatomy (restricted leaflets). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.